Manufacturer narrative:
(B)(4). The device was not returned, therefore, analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. There was no reported device malfunction associated with the clip delivery system (cds). A mitraclip procedure was successfully performed and the index mitral regurgitation grade returned five years post procedure. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
This mitraclip report is being filed for the recurrent mitral regurgitation (mr). It was reported that one mitraclip was implanted on (B)(6) 2009 in the patient with degenerative mr/p2 flail, reducing the mr from 4+ to trace. Five years later, on (B)(6) 2014 the patient was admitted to an outlying facility due to a transient episode of confusion and dysarthria. Cat (computerized axial tomography) was performed, which showed no acute intracranial pathology, but did show chronic small vessel changes and atrophic changes. The patient was observed overnight and discharged home on (B)(6) 2014. Echocardiogram showed that the mitraclip is well attached to the leaflets, but the mr is moderate, 2+. Mr was 1+ at the four year echocardiogram. There was no additional information provided

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(6).